Manufacturer narrative:
The customer reported the sets would not infuse, and returned two used sets of material 42521e and lot 23109021. Upon initial visual examination, the set(s) had no defects or abnormalities. The sets were setup to prime with water, and the failure mode of occlusion was verified. It appeared the occlusion started at the drip chamber/tubing connection. Examination under a microscope found there to be excess solvent below the drip chamber. The manufacturing site confirmed the root cause of occlusion to be excess solvent. The excess solvent was caused by an issue with the solvent dispenser, and since this batch was released there has been an upgrade to a new solvent dispenser. Device history record review for model 42521e lot number 23109021 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite gravity set had flow issues the following information was received by the initial reporter with the following verbatim: no flow through set. Will have to get lot # from (B)(6) during your follow up. Per (B)(6), 5 occurrences over the past 2 weeks.